Event description:
Went to the unit and found a dialyzer ruptured. The machine alarmed with a blood leak and stopped the pump. Staff discussed blood loss with the physician. Pulled the machine and tested another dialyzer from the same lot with food coloring added to normal saline. The machine promptly alarmed blood leak and the blood pump stopped. Checked dialysate pressure. No machine problems found.